Event description:
Iabp frequently flat lining with movement and needing frequent adjustments by nursing. Patient taken to the operating room to evaluate iabp. Iabp found to be ruptured. Iabp removed and new left subclavian iabp inserted. No harm to patient.